Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4).

Event description:
The reporter indicated that a 13.2 mm, micl 13.2, -10.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. It was reported that the patient had shallow ac and was getting some angle closure. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found one of the haptics torn. Claim # (B)(4).